Manufacturer narrative:
As reported, the patient with a complex medical and surgical history was implanted with a phasix mesh and experienced hernia recurrence and adhesions 2 years post implant. Based on the information provided, there is no way to determined why the posterior rectus sheath pulled away from the phasix mesh, or how this may have contributed to the reported hernia recurrence. Adhesions and hernia recurrence are known inherent risks of hernia repair surgery and are identified as possible complications in the instructions-for-use supplied with the device. To date this is the only reported complaint for this lot. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a robotic rives procedure and was implanted with a phasix mesh (20x25cm). As reported the hernia had reoccurred and the patient underwent a revision surgery on (B)(6) 2020 to fix the hernia. During the procedure, the surgeon found that the posterior rectus sheath pulled away from the phasix mesh, casing adhesions on the bowel and that the phasix mesh then had a central failure, resulting in the recurrence. As reported, a ventrio st mesh was pulled from the hospital shelf and used for reinforcement of the recurrent hernia. The surgeon placed the ventrio st mesh in the patient and then used a non-bard/davol fixation system to place 33 tacks through the outer pocket and into the patient.